Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 150 to 180 mg/dl at the time of the incident and high at times 400 to 500 mg/dl so treated with an injection. The customer states that multiple pieces broken off near the reservoir and battery compartment, if it gets bumped it gets dislodged so don't get the insulin. Troubleshooting was performed for damaged and noticed unable to lock the reservoir. The customer declined for blood glucose troubleshooting. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.